Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant the patient's right atrial lead exhibited low sensing as well as high impedance. Subsequently, the lead was explanted and replaced. Diagnostics of the new lead indicated electrical values were tested and found to be normal. Patient was reportedly doing well postoperative.